Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during arthroscopy procedure, inside the patient with the scr biorci 8x25mm strl bx 1, the screw started disintegrate and some pieces were left at the tibial tunnel. The screw was removed and the tibial tunnel was washed. The procedure was finished a smith and nephew back up device. No surgical delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the distal tip of the screw was broken and deformed. There was evidence of bending at the break. There was no debris. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material specifications found that the necessary material characteristics and testing methods to verify characteristics are documented. The material certificate of analysis is required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or bending or improper preparation of the insertion site.